Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was unable to turn on stimulator. Upon interrogation with 8840, the device showed that it was discharged and needed to be replaced. The patient reported no previous overdischarges with her device. Rep instructed patient to try and charge one more time and to call them with the results. Rep has not heard back from the patient yet. No surgical intervention occurred. It is unknown if surgical intervention will be planned. Rep to follow-up. No symptoms reported. No further complications reported/anticipated.